Event description:
Pt received an inter-op acetabular shell implant in 2000. In 2001, the implanted device was explanted. Pt's pre-operative and post-operative diagnoses were "failed acetabular component right hip." The procedure was "revision acetabular component right total hip replacement." The operative report states, "the acetabular component had completely eroded and rotated."